Event description:
(B)(4). This device case, which did not involve any adverse events, reported by consumer who initially contacted the affiliate with a product complaint., concerns a male patient of unknown age. The patient received unspecified insulin via a humapen ergo teal/clear pen body (lot#: not provided) with an unspecified cartridge holder attached, dosage, indication for use, or start date not provided. On an unknown date, approximately three years after using this humapen ergo, he found engagement tab was broken (one tab or two tabs). At the time of report ((B)(4) 2009), he did not report any health problems. It was not provided if he continued insulin therapy with the humapen ergo or not. This humapen ergo (lot#: unknown) with an unspecified cartridge holder is associated with (B)(4). The operator, training status, storage condition was not provided. No further information is expected. Dv follow-up/pc (B)(6) 2009 ms8929 (B)(4) was received on (B)(4) 2009. Based on the device safety summary field was modified in trackwise, updated relevant fields of the lss case.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user did not return the actual complaint device or report the lot number. However, the complaint narrative clearly suggests that the cartridge holder engagement tabs are broken. This reportable malfunction may result in an underdose. Corrective action: the core user manual states do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact lilly or your healthcare professional. There is no evidence of improper use or storage.